Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that axiem box was failing. The box was tested with two other emitters and on two different system and it received the same communication error on all. The box was replaced with a new one and then, the system then passed the system checkout and was found to be fully functional. Analysis on the returned axiem box resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis stated that, the reported problem was confirmed. Emitter and axiem box reported a communication error when the axiem was connected to the test system. Eminterface shows a fault on coils 4, 5, and 6. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that when the site was prepping the room, the axiem was not communicating. The site restarted the navigation system, but the issue was not resolved. The site used another axiem box they had, which resolved the issue. There was no patient present when this issue was identified.